Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stabile during the whole day. The log file shows thirty one successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment after bed cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause could be identified. Review of the logfiles for the treatment day shows no relevant warning or error messages. The system was working within specification. The root cause is user handling. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing food pedal and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).

Event description:
There are multiple related reports for this facility. This report addresses a pi's ((B)(6)) and additional manufacturer reports will be filed.

Event description:
A customer reported loss of suction in the unknown eye of a patient with two patient interfaces, timing was unknown. There are multiple related reports for this facility. This report addresses a pi's (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).